Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is currently unavailable.

Event description:
The customer reported during a shoulder procedure their vapr s90 4.0mm electrode with integrated handpiece shorted out and sparked in the patient. The customer reported that the surgeon completed the procedure with another like device with no patient consequences or delays. The customer could not provide any further information. The device will be returning for evaluation.

Manufacturer narrative:
The device was received and forwarded to the supplier for evaluation. The device was visually inspected. The active tip shows signs of activation. There is evidence of melting at the proximal section of the manifold and return brace. The sharp edges of the tip profile indicate that the device had not been activated for a lengthy period. Functional testing not carried out due to device condition. The root cause of this event has been reviewed against the supplier risk analysis and is consistent with the expected outcome of such an event. This complaint can be confirmed. A supplier CAPA investigation has been initiated to investigate this issue further in an effort to determine root cause and to identify appropriate corrective actions. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes (B)(4) complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. Corrective actions to be identified through supplier CAPA, if a root cause is found then appropriate corrective actions will be identified and implemented accordingly; there are none to be implemented at this time. Depuy (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).